Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call, it was revealed that the consumer improperly stores her test strips. Education took place at the time of call. This is being reported as an adverse event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.